Event description:
Boston scientific, crm received information from the patient with this device. The patient reported that the nurse in rehab had picked up an anomaly for the device and he was concerned that the defibrillation part of his device was not hooked up. The specific anomaly was not described. The patient inquired about the device settings, and a boston scientific technical services (ts) consultant recommended that he follow-up with his physician. The patient was scheduled for a colonoscopy the following day. No adverse patient effects were reported.

Manufacturer narrative:
This device and lead remain implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. An attempt was made to obtain additional information; however, no information was received. Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.